Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during device evaluation that the gastrointestinal videoscope had foreign material in the nozzle. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, olympus confirmed foreign material in the nozzle, however; it was not possible to identify the foreign matter. There was no physical damage at the place where the foreign material remained. A definitive root cause could not be determined. There were no deviations from the reprocessing steps as presented in the instructions for use (IFU). The event can be detected and prevented in accordance with the following IFU. The instruction manual operation manual¿ gif/cf/pcf-190 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual¿ gif/cf/pcf-190 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.